Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The medium-large clip applier instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test 3 out of 3 attempts. The instrument was fully functional. No product issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this event, but the failure analysis testing has not yet been completed as of the date of this report. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the two tips of the medium-large clip applier instrument did not come together correctly. It was almost like the tips were crossed and therefore, unable to properly apply the clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter was not sure which case the instrument came from because the instrument was given with a defective tag from the sterile processing team. The reported event did not impact the patient. There was a short delay while a staff member replaced the clip applier instrument with a backup one.